Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient had a left hip acetabular revision due to recurrent dislocation/disassociation.

Event description:
It was reported that patient had a left hip acetabular revision due to recurrent dislocation/disassociation.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown trident ii shell was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "it appears that this patient underwent a primary total hip arthroplasty, then a revision total hip arthroplasty with a constrained liner because the liner was "disassociating from the shell", and then another revision for recurrent dislocation and disassociation. I can confirm that on three occasions, x-rays revealed dislocation/disassociation. However only one of the x-rays had a date and I have had no documentation to review including office notes, original x-rays, and operation notes. Therefore, I cannot confirm that revision actually occurred the causes of recurrent dislocation/disassociation of a constrained liner are multifactorial including surgical technique with proper assembly and proper restoration of soft tissue tension, patient factors including postoperative compliance, bmi and activity levels, and implant factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to recurrent dislocation/disassociation. Disassociation of the liner from the shell was confirmed through a clinician's review of the provided medical records. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, additional pre- and post-operative x-rays and the revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.